Event description:
A registered nurse (rn) reported that a patient noticed leaking of the transfer set around the thread and exchange of the transfer set was necessary. The transfer set had been in use for 4-6 weeks and the patient had been on continuous ambulatory peritoneal dialysis (capd) for 2 years. The patient used a different kind of disinfectant than the most frequent. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and a sample evaluation was not performed due to unavailable sample. The lot number was not provided; therefore a batch review cannot be conducted. A root cause was not identified due to insufficient information. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.